Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, and exchange from textured to smooth breast implants due to the patient¿s concern with the product.

Event description:
Healthcare professional reported right side rupture, and exchange from textured to smooth breast implants due to the patient¿s concern with the product. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, curved opening, red particles in shell and gel. Fold creases, wear abrasion. A microscopic analysis was performed, which identified, a curved smooth opening on radius (along the posterior) side in the same location of crease assessed, as fold flaw opening. And three curved sharp openings on radius side in the same location of crease assessed, as fold flaw opening. And stress marks assessed, as non penetrating nicks. Non penetrating nicks. Based on the device analysis, the final assessment is: a crease smooth opening assessed, as fold flaw opening. Crease sharp openings assessed, as fold flaw opening.

Event description:
Device has been explanted.